Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had some issues with the infusion sets. Customer's blood glucose level was 345 mg/dl on (B)(6) 2014. On (B)(6) 2014, customer's blood glucose level was 446 mg/dl. Customer stated that the infusion sets do not work on her stomach and was only able to wear the sets on her lower back and arms. Assistance was provided, but customer was not very responsive to the helpline's questions, making it difficult to fully determine and troubleshoot the issue. Customer stated that she will talk to her doctor to have set supplies sent to her. No additional information provided.